Event description:
It was reported that this implantable pacemaker exhibited farfield oversensing. Reprograming of the device was performed. This device remains in service. No adverse patient effects were reported.